Event description:
Infection was reported. The right ventricular ead was removed and replaced a few days later. The lead was returned to the manufacture, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the 6947. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was disengaged from the helical channel. It was also noted that there was blood/body fluid in the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, and there was blood in/on helix/lobe mechanism and mechanism (sleeve head).